Event description:
Additional information received: a. What was the reason for revision? Pain and loosening. B. Any patient adverse events? Such as pain, infection, dislocation, loosening that lead to the revision? Pain and instability.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. Corrected: h6 health effect - clinical code. Patient code: bone injury, has been added. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported the stem trial became lodged and stuck in patients femur. Upon attempted removal, broach handle broke inside the stem trial - rendering it unable to be attached. Extended trochanteric osteotomy required to remove the stem trial. Upon impacting definitive stem, the stem introducer snapped off inside the definitive stem. It needed to be removed. Procedure was completed by the surgeon extending the trochanteric osteotomy to remove the stem trial. The surgeon then had to re-open that osteotomy to remove the stuck implant (after the introducer broke). Once removed the surgeon waited for a replacement implant to arrive, inserted that implant, and completed the case. Surgery was delayed 1 hour.